Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had to visit the emergency room (ER) due to high glucose levels while wearing the pod between 4 and 24 hours on the abdomen. The patient's glucose history is as follows: (B)(6). At the hospital the patient was provided with 4 units of insulin by injection twice, 1 liter of nacl (sodium chloride) intravenous (IV) infused and a new pod was placed which brought her bg down. The patient was sent home and stated having ketones present in her urine and doubting that the hospital checked for any while she was being treated.